Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: guardian¿ cranial burr hole cover system, model: 6010, UDI: (B)(4), serial: n/a, batch: 10016253.

Event description:
It was reported that patient experienced an infection at the left lead and extension site. As a result, surgical intervention was undertaken wherein the left lead, extension, and burr hole was explanted on (B)(6) 2026, to address the issue. The patient was also administered oral antibiotics to address the issue.